Event description:
After performing a ptca & a stenting procedure with no incidents, the physician removed the wire and found the tip had broken off and the distal tip remained in the coronary artery. The decision was made not to attempt to retrieve the tip. There is no report of pt injury. The device is being returned for co's analysis.